Manufacturer narrative:
The reported event was ¿it was suspected that the artery could not stop the bleeding, and the pacing electrode was withdrawn to stop the bleeding." As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that during implant device that a hemorrhage was noted due to the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.